Event description:
A 3.0mm diameter x 15mm length (MFR # 2953200-2010-01932) and a 3.0mm diameter x 30mm length (MFR # 2953200-2010-01933) endeavor sprint rapid exchange (rx) drug-eluting coronary stents were deployed in the prox lad and prox circumflex of a patent. Cardiac status at time of procedure was asymptomatic post-mi. Stents deployment was successful; however, it was reported that 1 day post implant of relevant stent the patient suffered an mi. No other clinical sequelae were reported. The patient was asymptomatic at 30 days follow up.

Manufacturer narrative:
(B)(4). Evaluation codes: results: mi.